Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint after inspecting the wash probe and noted that the tubing was barely attached. The customer was unable to secure the tubing with a zip tie. Upon further inspection, the fse found no blockage on the probe; however, it is likely a temporary clog occurred and created sufficient pressure to dislodge the tubing. Fse reattached the tubing to the wash probe using a zip tie and dried the back leak sensor (s172). The washing probe assembly is properly dispensing liquid inside the analyzer. Fse repaired and validated the analyzer by successfully performing cup transfer marco, daily check, quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900 analyzer, serial number (B)(6), was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2024 through aware date 13may2025. There were no similar complaints identified during this searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2240) bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. (2009) liquid leak cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. The most probable cause of the reported event was due possible clog occurred creating pressure to dislodge the tubing connection at the wash probe.

Event description:
A customer reported error messages ¿2009 liquid leak, 2240 bf probe 2 purge failure, and a leak¿ on the aia-900 analyzer. The customer stated no leak was observed near probe number 2 and a tube is not connected. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.